Manufacturer narrative:
No unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specification. Motor was tested outside of the unit and passed. Failed batt test alarmed during boot up due to slightly corroded battery cap contact noted. Grinding motor noise noted during rewind due to faulty motor. Leaking motor oil noted on motor assembly. Insulin pump received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.